Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was approaching end of life. It is unknown if the ipg had prematurely depleted. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as device analysis deemed the device to express normal device longevity.